Event description:
A report was received that the patient was explanted due to the ipg pocket site being uncomfortable. The patient is doing well following the explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, (B)(4), description:enh st ld kit, 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.